Manufacturer narrative:
Subsequently, boston scientific crm received information in (B)(6) 2010 that this patient's latitude monitoring system detected two red alert (v-tachy mode set to value other than monitor + therapy and high rv pacing impedance). The local representative contacted technical services to discuss. Boston scientific crm received confirmation that the lead issue had been identified shortly after implant. The bradycardia and tachycardia features of the device were programmed off. There are no plans to rise or implant a new device or lead as the patient's ejection fraction (ef) has improved. The event will be reopened if additional information is received and/or products are returned for laboratory testing.